Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced adhesive issue with one infusion set on (B)(6) 2024. Patient reported infusion set fell off during use. Blood glucose levels were 289 mg/dl at the time of event. Patient used infusion set for 1 day and replaced infusion set and resumed insulin successfully. No further information available.